Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Insulin pump had battery failed alarm. Customer reported they were able to clear the alarm. Customer stated they were unable to rewind the insulin pump. No harm requiring medical intervention was reported. Customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
S/w version 4.11 e. Retainer ring = black. Case type = ngp. Customer returned pump for alleged pump error 68, pump error 53, pump error 49, pump error 43, pump error 23, and failed batt test found on 30-may-2022. Pump alarmed a fatal critical pump error 35 during testing, once reinstalling aa battery, open book image alarmed. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image). Test p-cap and reservoir locked properly into the reservoir compartment. Successfully utilized crest and thus to download history files, traces and comlink3 files. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the history files during testing on 5/3/2023 at 1:39:43 pm. Pump alarmed pump error 53 alarms on the event date of 05/30/2022 at 17:09:37.000, 17:22:48.000, and 17:25:57.000 (file number: 2005, line number: 5632, esf #: 2610666) due to a possible software anomaly and on 17:10:27.000 (file number: 32107, line number: 418, esf #: n/a) due to a possible hardware error. Pump alarmed a pump error 2 on the event date of 05/30/2022 at 17:10:41.000. Pump alarmed a pump error 43 alarm on the event date of 05/30/2022 at 17:08:44.000, 17:15:35.000, 17:17:36.000, 17:36:21.000, 17:37:19.000, and 17:38:03.000. Pump alarmed a pump error 68 on the event date of 05/30/2022 at 17:31:15.000. Pump alarmed a pump error 49 on the event date of 05/30/2022 at 17:31:15.000. Pump alarmed two pump error 23 alarms on the event date of 05/30/2022 at 17:31:53.000 and 17:40:57.000. Pump alarmed 19 failed battery test alarms on the event date of 05/30/2022, the first three are as follows: 17:08:58.000, 17:09:13.000, and 17:09:40.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, corroded battery tube, and corroded battery tube spring. Unable to verify customer's complaint for pump error 68, pump error 49, pump error 23, and failed batt test due to critical pump error (open book image). Pump alarmed a pump error 53 alarm due to moisture damage on the electronic assembly (pcba 1 and pcba 2). Pump error 2 was confirmed as a consequence of pump error 53. Critical pump error (open book image) alarm confirmed due to pump error 35. Pump error 35 alarm confirmed due to moisture damage on the force sensor. Moisture damage was confirmed found on the battery tube, lithium internal battery, electronic assembly, motor, and force sensor. Pump error 43 was confirmed in the pump history files and traces due to moisture damage on the motor flex cable. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.